Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port implantable port attached to a groshong catheter was return for sample evaluations. Along with return sample two x ray were provided for review. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A complete circumferential break was noted on the distal end of the attached catheter. The distal catheter segment was not returned. The edges of break were noted to be uneven, and surface was noted to be smooth and granular with residue throughout. The x ray image demonstrates a fractured port catheter at the right internal jugular. Therefore, the investigation is confirmed for the reported fracture, identified material separation, wear and deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eleven months and eight days post a port placement via the right internal jugular vein approach, the catheter was allegedly found to be torn at near vicinity of vascular puncture. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eleven months and eight days post a port placement via the right internal jugular vein approach, the catheter was allegedly found to be torn at near vicinity of vascular puncture. Reportedly, the catheter was removed and replaced. There was no reported patient injury.